Event description:
During fifth chemo infusion, noticed that pump was getting louder and faster. I began having extreme pain from chest radiating to fingertips, fast throbbing heart beat, high blood pressure (sbp was 165 mmhg), worsening neuropathy, anxiety, causing me to cry out and scream. Pump was running at 600ml per hour (should have been 150ml per hour). Felt like I was about to pass out. Several nurses rushed over and removed the IV. I required use of a wheelchair after the incident. Now I cannot drive, multitask, or operate any small tools safely. I feel disabled now. Breast cancer.